Event description:
Device report received from synthes (B)(6) indicates that an occipital plate broke postoperatively and was removed. The occipital plate broke at the rod attachment body travel slot. This is the 2nd of 3 reports submitted on this event. The first report was submitted previously. Add'l info was received initiating 2 add'l complaints.

Manufacturer narrative:
Based on the results of the investigation report coordinated by synthes (B)(6), it was determined that the rod and locking screw may have played a role in the construct failure. As a result, the rod and screw were added as part of the complaint event. This determination was made after completion of the investigation, which was performed only on the plate. The rod and screw are no longer available for investigation.